Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged power issue first occurred, but stated that they manage their diabetes with non-insulin shots (specific medication not specified). The patient denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged issue started, the patient stated that they "passed out". In response to this, the patient received treatment from a healthcare professional (hcp) at 5pm on (B)(6) 2015. The treatment which was provided by the hcp was not specified, but the patient stated that they were given "something" for when they felt "low". The patient also had their blood glucose measured at this time and a result of "42mg/dl" was obtained on the hcp's device. At the time of troubleshooting the cca noted that there was no misuse of the product, and the issue of the meter not holding charge has been a recurring issue. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe injury after the alleged power issue began.